Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level over 600mg/dl and diabetic ketoacidosis (dka). Correction boluses were delivered to address the bg level. Due to the bg level and dka experienced, the customer was subsequently hospitalized. While in the hospital, the customer received treatment in the form of insulin and fluids. The customer was released from the hospital less than 3 days after they were admitted; an exact released date was not provided. Tandem technical support educated the customer in regards to occlusion alarms.